Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was performed, and it was found that the patient's left ventricular (lv) lead was dislodged. That lead was explanted and replaced. No changes were made to this rv lead.

Event description:
Boston scientific received information that the patient implanted with this right ventricular defibrillation (rv) lead presented to the hospital after experiencing episodes of syncope. The hospital staff noted the patient's electrocardiogram showed a heart rate in the 30 beats per minute (bpm) range. Variable rv impedances and increased threshold measurements were also noted. The rv outputs were increased, and the patient did not have any additional syncopal episodes at that time. The cause of the patient's syncope was still being investigated and the patient will continue to be monitored. No additional adverse patient effects were reported.